Event description:
It was reported that the patient presented at a post-implant check and it was noted that the right ventricular lead had elevated capture thresholds. A chest x-ray was performed, revealing that the lead had dislodged and there was decreased slack. The lead was repositioned on (B)(6) 2021. The patient was in stable condition.